Manufacturer narrative:
Block b3: exact date unknown, event occurred in the last couple of days of the trial. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7231020.

Event description:
It was reported that the patient developed an infection at the lead insertion site. Symptoms of soreness, nausea and superficial puss were noted. The physician removed the leads, cleaned up the site and prescribed antibiotics. It was believed that the infection was procedure related. The patients infection has cleared up and the explanted leads were not returned as they were kept by the medical facility.